Event description:
It was reported that, during treatment of a post-partum hemorrhage after caesarean section, a bakri tamponade balloon catheter leaked when testing prior to use. Uterine contraction was found to be poor, and the uterine contraction agents were administered without success, prompting the use of the device. After the device leaked, a new device was opened to continue treatment. There have been no reported adverse effects to the patient. Additional event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter name and address: (B)(6), city: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b1, b5, d9, h3 corrected information: h6 annex e, annex f this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional event information received 03jan2023: the patient had a total estimated blood loss of 900ml (600ml blood loss prior to device difficulty and 300ml after device difficulty). The device will not be returned. The patient received a 400ml (<1 unit) blood transfusion. Hemostasis was achieved with medications ("caprogesterone supposit, hemabate, tranexamic acid"), along with gauze compression. The patient was hemodynamically stable.

Manufacturer narrative:
Event description: it was reported that, during treatment of a post-partum hemorrhage after caesarean section, a bakri tamponade balloon catheter leaked when testing prior to use. Uterine contraction was found to be poor, and the uterine contraction agents were administered without success, prompting the use of the device. After the device leaked, a new device was opened to continue treatment. Additional event information received 03jan2023: the patient had a total estimated blood loss of 900ml (600ml blood loss prior to device difficulty and 300ml after device difficulty). The patient received a 400ml (<1 unit) blood transfusion. Hemostasis was achieved with medications ("caprogesterone supposit, hemabate, tranexamic acid"), along with gauze compression. The patient was hemodynamically stable. The device will not be returned. Investigation ¿ evaluation. A document based investigation was performed including a review of the instructions for use (IFU) and quality control procedures. The complaint device was not returned for evaluation. A review of relevant quality control documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A search of complaint records could not be completed due to the lack of production lot information from the customer. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied. "Upon removal from the package, inspect the product to ensure no damage has occurred." Review of the relevant quality control documents provides evidence the device was manufactured to specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. From the available information, cook concluded the most probable cause of the reported event could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.